Manufacturer narrative:
A patient experienced an infection at the ipg pocket site was reported to abbott. Patient was treated with intravenous antibiotics and underwent surgical intervention wherein the entire system was explanted to address the issue. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported patient experienced an infection at the ipg pocket site. Patient was treated with intravenous antibiotics and underwent surgical intervention wherein the entire system was explanted to address the issue.

Manufacturer narrative:
B3-date of event is estimated.